Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (establishment name), e2, e3, h4. Additional information added to fields: h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause for the described issue may be wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases. The damage could be caused by impact from a major mechanical force (such as a blow or fall) or thermo-mechanically induced. It is unclear, whether the insulation insert had a previous damage or wear and tear from reprocessing or from the last procedure. The instructions for use provides the following warning regarding this event: "4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." It was further advised that the event can be prevented by handling the device in accordance with the following instructions for use (IFU): chapter 4.1 ¿inspection and testing¿ regarding the proper reprocessing of the affected device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and it was found that the ceramic tip was broken, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, inner sheath, for 26 fr. Outer sheath, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the ceramic tip broke off. This report is being submitted for the event found during evaluation. There was no patient involvement.